Event description:
Healthcare professional reported that patient was injected with juvéderm® volift¿ in the lips about six months ago. Healthcare professional stated that patient now have some inflammatory nodules at the application site. Symptom are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.